Event description:
It was reported that the right ventricular lead had an acute rise in threshold and impedance. The lead also had oversensing and a fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the medial segment of the lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, the distal conductor was stretched, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay cosmetic environmental stress cracking, the outer tubing had environmental stress cracking breach/breach (non-electrical), the outer tubing overlay was breached cut and there was apparent explant damage.